Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 17.0 cm to 17.2 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.